Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on june 12, 2008, that a low profile balloon enteral feeding device was used during a peg placement procedure in 2008. According to the complainant, several days after placement, the device had detached outside the patient's body. In addition, it was reported that the device seemed to leak water and the injection port appeared to be damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. A device evaluation had not been performed; the cause of the reported malfunction is undetermined.